Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7053l washer. While onsite, the technician learned that the door had jammed on the rack and the employee attempted to free the rack manually when the door closed on her hand causing the reported event to occur. Upon inspection, the technician found that the obstruction detection bar was not securely attached to the door which allowed the door to jam. The screws which hold the obstruction detection bar in position were not in place. The unit is not under steris agreement for maintenance. The user facility is responsible for all maintenance activities. The operator manual states (1-1), "regularly scheduled routine maintenance, as well as preventive maintenance, are required for safe and reliable operation of this equipment. Routine maintenance procedures are explained in this manual. For preventive maintenance, contact steris to schedule preventive maintenance or obtain the necessary maintenance manual if preventive maintenance is done by the customer." The operator manual states (6-18), "every 750 cycles, a door safety test is required to verify both doors security." The operator manual further states (1-2), "if it ever occurs that the sensor does not detect the obstruction, never use your hand to push on the obstruction trying to dislodge it. Call steris for this abnormal situation." The technician replaced the door assembly, tested the unit, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury on their hand while operating their amsco 7053l washer. Medical treatment was sought and administered.